Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. The surgical image shows the force bipolar instrument with a detached grip overmold, separated from the grip base. There is also an ultrasound probe within the surgical view.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the force bipolar instrument tip broke off and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.